Event description:
Analysis of the returned device found that the upstream occlusion (uso) seal was detached. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: address line 2 "riverbend annex, access at deadmond ferry rd" h3: one device received for investigation. Visual inspection was performed and found the upstream occlusion (uso) seal was detached. The event history log was reviewed. Functional testing was performed. The uso seal was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.